Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2024, it was reported by the parent that the pediatric patient experienced inaccurate cgm values. According to the report, the parent mentioned that her daughter was sent to the hospital before and was diagnosed with dka. The ts agent confirmed with the parent that dexcom contributed to the hospitalization. The ts agent reportedly asked the parent for more information about the hospitalization; however, she reportedly refused to provide any information and reportedly stated she did not want to report that incident to dexcom. Per documentation, the ts agent offered a callback to the parent at a more convenient time since she was in a hurry at the time of the call; however, the reporter declined. There was not any other information provided aside from the allegation that false readings were the cause of the patient's hospitalization. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.